Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported perforation cannot be determined. The reported patient effect of perforation is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the asd requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were implanted, reducing mr to 2-3. The patient returned four days later with shortness of breath and the mr was noted to be increased to 4+. The clips were confirmed to be stable on both leaflets. A second procedure was performed on (B)(6) 2022. One clip was implanted, reducing mr to 3. It was noted there was a left to right flow from the atrial septal defect (asd) that occurred from the procedure on (B)(6) 2021. An amplatzer device was used as treatment. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.